Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 307 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.